Event description:
It was reported that following the vip angio-seal deployment, the pt had an occlusion in the common femoral artery. The occlusion occurred two months after the procedure. The angio-seal was deployed as stated by the instruction for use (IFU). Surgery was performed to remove the angio-seal. The pt was in stable condition.

Manufacturer narrative:
No product was returned for evaluation and review of the device record history was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.